Event description:
It was reported that rv pacing lead impedance measurement trend showed several high pacing lead impedance measurements. Sensing amplitude and capture thresholds were stable and normal. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.